Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: description as reported: hung this tubing & the fluid would not go to baby, not able to run fluids through the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 15-feb-2023. H6: investigation summary : 2 used samples and 1 unused sample model 2420-0500 were returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed for the used samples. The used sets were attached to the IV bag filled with water and the sets were successfully primed. A device history record review for model 2420-0500 lot number 22103574 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: description as reported: hung this tubing & the fluid would not go to baby, not able to run fluids through the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.